Event description:
It was reported that the customer had low blood glucose levels between 46mg/dl and 50mg/dl. It was also stated that the customer had a previous no delivery alarm, low reservoir alarm and low battery alarm. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.